Event description:
Info received indicated the siderail would not latch.

Manufacturer narrative:
The siderail latch cover was bent and stuck. The siderail latch cover was straightened where it was bent and the bed functioned to specifications.